Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed that the issue found is a broken conductor wire at the instrument. No broken nor exposed conductor wire visible through damaged insulation. No signs of thermal damager nor melting. No other physical damage visible on the instrument. No report of missing or detached material from portion of the device that enters to the patient's body.